Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4155993. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. Based on the investigation results, an exact cause could not be determined for the reported event. Per the provided feedback, it is possible that the use of the product had an impact in this event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
Additional information received on (B)(6) 2024 - number of quantities affected: 2 units. - has there been any harm to the patient/healthcare professional? (Details). No. - could you send photo samples? I don't have any. - date of event? 31/10. - is the sample related to the incident available for analysis? No. - has anvisa been notified? If yes, what was the notification number? Yes, 2024.10.005680.

Manufacturer narrative:
E. Address exceeds character limit: rua dr. (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard catheter is defective. The following information was provided by the initial reporter, translated from portuguese to english: catheter difficult to handle and not very stable, catheter with poor bevel cut/thread, difficult to pierce skin, bevel moves during puncture, losing stability and reference to bevel position as there is no bevel position marking. When the needle is removed, the safety lock is activated and the internal silicone is pulled. Increasing the risk of avp traction and loss of access.